Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation was limited due to the unavailability of original results, calibration signals, and detailed information about the competitor assay used. Additionally, the provided data were insufficient for a statistical evaluation. A review of quality control data indicated fluctuations in precicontrol anti-hbc level 2 signals between (B)(6) 2021, which subsequently stabilized. Level 1 signals were observed to fluctuate within the acceptable range of ±2sd. These fluctuations may suggest a potential handling or pre-analytical issue. A definitive root cause for the reported high false positive rate could not be determined based on the available information. The customer was advised to ensure adherence to the method sheet recommendations for the storage and handling of controls and calibrators, as well as to verify the frequency of daily maintenance activities.

Event description:
The initial reporter alleged a high false positive rate for anti-hbc g2 elecsys cobas e 100 results on the cobas e411 disk, with more than 6-7% of samples testing reactive per month. In january, 360 blood donor samples were tested, of which 13 were reactive for anti-hbc g2. Among these, 3 samples were also reactive for hbsag and anti-hbc on the elecsys system. All anti-hbc reactive samples were reported as negative when tested using a competitor assay (ocd). The customer did not report the original results. Blood donor testing data from january to june were referenced, but the full details were not provided.